Event description:
Product was returned as an implant failure after 2 months. Based on the report, the patient had no relevant medical history, oral hygiene was described as good, and bone condition was described as moderate. Surgery was traditional 2 stage on tooth #30. The doctor indicated that the device was not received damaged or defective such that it did not perform as intended, and that the implant was removed due to an infection that occurred around the implant site.

Manufacturer narrative:
Results: visual examination was acceptable, sla surface treatment was confirmed. The product meets its dimensional specifications. Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Patient's bone condition and/or reported infection may have contributed to the device's failure to osseointegrate. See scanned page.